Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail 230um re-usable laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl with laser settings of 300mj and 15hz and total energy used was 300mj. According to the complainant, during the procedure, 1cm from the tip of the laser fiber broke off inside the patient. The broken piece was successfully retrieved using a grasper. The procedure was completed with another lighttrail 230um re-usable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.